Event description:
It was reported that the tip of the device broke off. This did not occur during a surgical procedure and there were no adverse consequences reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.